Event description:
The customer reported the system displayed a filament regulator error message with patient involvement. No report of patient or staff injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The filament driver was replaced and the filament was calibrated. The system was then found to be operating as intended. This malfunction may have resulted in a possible accidental radiation occurrence.